Event description:
Procedure type: inguinal hernia repair. According to the reporter: a small piece of shaving fell off the trocar during the procedure. Surgeon removed the piece from the cavity. Or time was delayed between 10-15 minutes. No bleeding. No pt injury was reported.